Manufacturer narrative:
The returned driver was examined visually and under magnification. A rough and brittle, torsional fracture pattern was identified at the radius where the shaft of the driver transitions into the hex tip of the driver. A torsional (twisting) fracture pattern likely indicates an excessive load along the central axis of the driver.

Event description:
While implanting an aculoc 2 plate, the surgeon inserted a locking screw. During the insertion, the driver tip was broken off in the head of the screw and could not be removed. The tip remains implanted in the head of the screw.